Manufacturer narrative:
Investigation: customer returned one (1) loose 31g x 8mm, 0.3ml insulin syringe. Consumer reported the needle broke off into the injection site (stomach) and some needle hubs separated from syringe and stayed inside of the shield. The returned sample was examined, and it was observed that the needle-hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 8351991. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined.

Event description:
Material no.: 328512, batch no.: 8351991. It was reported that during use of the relion® insulin syringe the consumer reported that the needle hub separated from the syringe. The following information was provided by the initial reporter: stated that needle hub separated from syringe on (B)(6) 2019.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 328512, batch no.: 8351991. It was reported that during use of the relion® insulin syringe the consumer reported that the needle hub separated from the syringe. The following information was provided by the initial reporter: stated that needle hub separated from syringe on (B)(6) 2019.